Event description:
Related manufacturer reference number: 2017865-2024-69757. It was reported that the right ventricular lead was explanted due to severe tricuspid regurgitation. During the next device check it was discovered that the left ventricular lead exhibited diaphragmatic stimulation. The stimulation was unable to be programmed around without jeopardizing a 2:1 safety margin on the output. As a result, the physician decided to implant an aveir vr leadless pacemaker. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead was explanted due to severe tricuspid regurgitation. During the next device check it was discovered that the left ventricular lead exhibited diaphragmatic stimulation and causing discomfort to the patient. The stimulation was unable to be programmed around without jeopardizing a 2:1 safety margin on the output. As a result, the physician decided to implant an aveir vr leadless pacemaker and the pacemaker is now programmed strictly as a backup system. The patient was in stable condition.